Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for unknown band-aid tough strips unspecified. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A daughter of a (B)(6) male consumer reported that he needed to seek medical attention because he bled through two gauze pads after using band-aid brand tough strip. It was reported that the band-aid covered a small cut on his top left hand by the ring-middle knuckle. It was reported that the consumer ripped a complete layer of skin off his hand when removing the bandage. Consumer used an unknown quantity/dosage of neosporin. The consumer sought medical attention at hospital and received liquid stitches as a treatment. Consumer was not admitted to hospital and had no medical testing or laboratory test performed. Consumer is still experiencing symptoms for raw skin and scab.